Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with tumescent infiltration pump. The customer states that the pump began running on its own, even when the md did not have did not have his foot on the pedal. Also, it would not run at the full volume at any given volume setting.